Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #: (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-134-user has low glucose value. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for lo display, erratic blood glucose test results. The customer is concerned with erratic tests results from results obtained of 42 and 131mg/dl and meter display of lo. The expected fasting blood glucose test result range is 78-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the office. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 08/29/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. Result 1: 131mg/dl, date: (B)(6), time: 10:30pm fasting, result 2: 42mg/dl, date: (B)(6), time: 10:26pm fasting, result 3: 172mg/dl, date: (B)(6), time: 3:16am unknown, result 4: 128mg/dl, date: (B)(6), time: 6:56pm unknown, result 5: lo, date: (B)(6), time: 6:54pm unknown.

Manufacturer narrative:
(B)(4). Returned product, but no evaluation available yet. Most likely underlying root cause: mlc-134-user has low glucose value. Test strip UDI#:(B)(4).

Event description:
Consumer reported complaint for lo display, erratic blood glucose test results. The customer is concerned with erratic tests results from results obtained of 42 and 131mg/dl and meter display of lo. The expected fasting blood glucose test result range is 78-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the office. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 08/29/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. (B)(6).